Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient contacted support for assistance replacing a 23-inch, 6 mm steel contact detach infusion set and successfully completed the supply change with guidance, after which insulin delivery resumed. Symptoms included hyperglycemia associated with a missed meal announcement, with a reported blood glucose high of 322 mg/dl lasting approximately 1.5 hours, and no reported ketones, backup therapy, medical intervention, or acute health effects. Outcomes included temporary elevated blood glucose without hospitalization or medical treatment. Investigation included troubleshooting and education on meal announcements and infusion set replacement. Investigation of this case revealed that user error related to a missed meal announcement was the likely cause, with the infusion set change restoring insulin delivery and no device alarms reported. It was concluded, based on previously established findings for similar reports, that the cause was user-related use error.